Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was found in safety mode. The physician advised device will be replaced in the near future. Device remains implanted. No adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was found in safety mode. The physician advised device will be replaced in the near future. Device remains implanted. No adverse patient effects reported. Several attempts to obtain additional information regarding this case have been unsuccessful. Evidence at this time indicates that the device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted. New information received indicates that this device was explanted and replaced with a competitor's device.